Event description:
Healthcare professional reported " right side capsular contracture baker grade iii.". This record is for the right side. Device was explanted.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii. A review of the device history record has been completed. No deviations or non-conformances noted.

Manufacturer narrative:
Device evaluation: the device is analyzed through visual inspection, microscopic inspection if openings are observed and a weight verification. Per the analysis performed, the assessments of the complaints and any potential manufacturing issue are displayed along with any further actions required: ¿ capsular contracture: unable to observe through visual inspection as it is a physiological phenomenon. ¿ bubbles: not observed. ¿ visibility/palpability: unable to observe through visual inspection as it is a physiological phenomenon. Additional observations noted during the device analysis creases and deformation. None of these are found to be potentially related to the manufacturing process, and, therefore, no further actions are required for these observations.

Event description:
Healthcare professional reported right side capsular contracture, baker grade iii. It was later reported, implant appears to have air inside (air bubble). The device has been explanted.